Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was not returned to dexcom. The transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5201182), being used with the complaint receiver, was returned on (B)(6) 2015. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of inaccuracies was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed on 10/09/2015. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.